Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported a patient receiving dilaudid at an unspecified dosage is thought to have received less than the intended dose. The syringe had 30 ml with 6,000mcg initiated at 2257 and at 1100 a total of 5941 mcg had supposedly been delivered. A few minutes later the pump indicated that 6001mcg had been delivered and volume infused read 30.01mls. However, the pump home screen read 7.08ml remaining in the syringe when the actual amount in the syringe was reported to be about 5mls. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of an infusion infusing at an incorrect rate was not confirmed. Only the pca event log was returned for investigation and the information obtained from the pca log is limited. Analysis of the pca module event log shows that at 10:54 pm on (B)(6) 2016, the pca was selected and the user selects a 35ml monoject syringe with 37.676ml detected. The user starts a pca dose + continuous infusion. The continuous infusion was programmed to infuse at 1.25ml/hr with a vtbi of 37.0926ml and each pca dose request infused 0.75ml at 75ml/hr. There were 20 successful and 2 unsuccessful pca dose requests made from 11:58 pm on (B)(6) 2016 to 10:49 am on (B)(6) 2016. The 20 dose requests delivered a total of 15ml and the continuous infusion ran for approximately 11 hours and 50 minutes and delivered approximately 14.7915ml for an approximate total of 29.7915ml. The user reported the volume infused read 30.01ml. The root cause of the customer¿s report of an infusion infusing at an incorrect rate was not identified. No device was returned for investigation.